Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded and a minimum fill notification was received indicating an air leak was detected. Customer's blood glucose level ranged between 135-136 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.